Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.

Event description:
The facility representative reported an infusion pump with a channel b stop button that is intermittent and does not always make contact during patient use. The hospital representative stated that there was no reports of patient injury or medical intervention. No additional info is available.